Event description:
Related manufacturer reference number: 1627487-2024-06982. It was reported that the patient was diagnosed with a hematoma. Surgical intervention was undertaken on (B)(6) 2024 wherein a laminotomy was performed to address the issue. The patient is stable and recovering in rehab. Afterwards, it was reported that following this procedure, the device was not placed into surgery mode, and the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Surgical intervention is not planned at the moment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.